Event description:
It was reported by service report that there were no head up and down functions. It was also reported that the screw jacks for the comm cable connector were replaced. No adverse consequences have been reported.

Manufacturer narrative:
Result: communication cable connector.